Event description:
It was reported that prior to a lap cholecystectomy procedure, the device would not open and was not used on the patient. Another like device was used to complete the procedure. There was no patient consequence.